Event description:
On (b)(46 2010, patient reported the last box of infusion sets are not sticking to his skin and keep falling off. Pt stated this has been occurring for the past 2 weeks. Pt reported he uses the IV prep wipes, but does not use any type of dressings. Pt reported on (B)(6) 2010 the headset came off while he was at work and could not insert a new one until he got home. Pt stated by that time his blood glucose was 500 mg/dl. Pt reported he had checked the connection at 4:30 am and it was fine. He stated he went to work and at 7:30 am, he noticed his shirt was a little moist and he checked the infusion headset and saw that it had come off. Pt reported he put a new one on at 4 pm when he got home. Pt stated he took a 15 unit insulin bolus to correct for the 500 mg/dl result but his glucose did not come down right away. Pt reported it remained elevated between 200-300 mg/dl all weekend. Pt's normal blood glucose range is 170-200 mg/dl. Pt stated this was the only incident that caused an elevated glucose due to the headset coming off. Pt reported he did not receive any error messages or alerts. Pt stated he does not sweat excessively, was not overly active or in a humid environment. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for eval.